Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the reported phenomenon could not be duplicated, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred the following cause. The video connector of the endoscope is not connected correctly to the video connector socket of the device. There was contact failure temporary because foreign matter attached on the electrical contact of the video connector of the endoscope.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Olympus inspected the device at the service department of olympus and could not duplicate the user¿s report. Other detailed information was not provided. There was no report of patient injury associated with the event.